Event description:
The patient arrived at the emergency room doa. Upon interrogation of the device, printouts showed that the ICD had delivered 30 shocks and an additional 29 were aborted. Upon examination of the egms, the physician states that they showed noise. The physician was concerned about the ICD functinality since he had the leads x-rayed, and found them intact without fractures. The physician stated that the patient had been seen 4 days prior for a routine follow-up with no anomalies noted.